Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional procedure with a 6f sheath. Reportedly, the device functioned as intended and the knot was successfully advanced to the vessel wall, but failed to achieve hemostasis. An additional non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The reported inability to achieve hemostasis cannot be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling system was performed and found no indication of a product quality issue. The cause of the reported inability to achieve hemostasis cannot be determined. The reported unexpected medical intervention is likely due to circumstances of the procedure. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.